Event description:
Customer contacted hamilton medical, inc. Personnel for assistance to download device event logs. Customer stated that a patient had passed away while on the g5 and "the dayshift rt found that the lines for the flow sensor were reversed." Although ventilation continues, the monitored data would not be a true representation of gas flow if the proximal lines were reversed. As of the day of this report, no data or observations indicate the device did not function as designed during this event.